Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The investigation was unable to determine a definitive cause for the patient effect of tissue damage. The reported patient effect of mitral regurgitation(mr), tissue damage (mitral valve injury) and dyspnea as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Dyspnea and mr are cascading effects/symptoms of slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first and last name.

Manufacturer narrative:
The clip was explanted. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 3 with thick leaflets. A mitraclip xtr was advanced and implanted central to the mitral valve. The mr reduction was not satisfactory therefore a mitraclip ntr was implanted lateral to the first clip reducing mr to 2. On (B)(6) 2019, 10 days post procedure, the patient presented with dyspnea. It was noted that a single leaflet device attachment (slda) occurred for both clips. The mr increased to 4. The mitraclip xtr detached from the anterior leaflet and remained attached to the posterior leaflet. The mitraclip ntr detached from the posterior leaflet and remained attached to the anterior leaflet, causing the posterior leaflet to rupture. Parts of the posterior leaflet are still in the clip. The patient underwent surgical mitral valve replacement on (B)(6) 2019 and the clips were explanted. The patient is in rehabilitation. The surgeon reported that the structure of the leaflets were fragile and unstable. There was no clinically significant delay in the procedure. No additional information was provided.